Event description:
Additional information received stated that the patient has not had effective stimulation since (B)(6) 2019. The patient's ipg was explanted and replaced in (B)(6) 2020 (estimated date: (B)(6) 2020) with another manufacturer's device.

Manufacturer narrative:
D7 date of explant is estimated. H6 patient code 2388 and device code 3023 added based on new information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing an increase in recharge burden. Reportedly, ipg does provide effective stimulation when fully charged. Surgical intervention may occur later to address the issue.